Manufacturer narrative:
Product investigation: sc-1110-02: unable to confirm the reported observation with testing of the product return. Sc-2218-50: product investigation showed the setscrew had landed on between the lead body and the retention sleeve. The proximal tip was bent at between e5 and e6, and 5 contacts (e1 - e5) were fractured at the kinked area. However, once it was placed in the ipg header the proximal tip would not likely be fractured by itself in the header. Therefore, it should be considered explant damage. Misplacing the setscrew on the wrong place could be the source of the reported impedance anomaly.

Event description:
A report was received that the patient was receiving inadequate stimulation. It was found that the device was showing high impedances. Patient then underwent a revision procedure and when the system was analyzed intra operatively it was observed that both the electrode and the generator had impedance fluctuations. It was decided at that time to replace both the lead and generator. Patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was receiving inadequate stimulation. It was found that the device was showing high impedances. Patient then underwent a revision procedure and when the system was analyzed intra operatively it was observed that both the electrode and the generator had impedance fluctuations. It was decided at that time to replace both the lead and generator. Patient is doing well post operatively.